Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented at follow up for a routine device check. Upon interrogation it was revealed that the right atrial lead exhibited noise, with several episodes of automatic mode switch and noise reversion. No intervention was reported. The patient was stable.